Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing using test batteries and pads without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. The log was recently reset so it cannot be determined how long the batteries had been installed. The batteries used were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.